Event description:
Pt was taken for cardiac cath and stenting in 2003. At the completion of that procedure attempts were made at closure with a perclose device. This failed and it appeared that the device had fractured. Pt went emergently to o.r. To remove fractured perclose device & repair profunda femoral artery.

Event description:
Add'l info rec'd from MFR 3/15/04: multiple unsuccessful attempts have been made to obtain add'l info. Lab testing was not performed as the device was not returned by the customer. The current status of the device was not provided by the customer. Device was not returned. A root cause could not be determined. Abbott was first made aware of this event in 2004.